Manufacturer narrative:
No investigation was possible for this complaint as the health care professional(hcp) stopped responding to the communications from customer care. No further information could be gathered. No resolution was possible for this complaint due to lack of response from the hcp.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where health care professional(hcp) sent an email mentioning,""need to get an RMA # for a sensor return that broken during extraction." No investigation was possible for this complaint as the hcp stopped responding to the communications from customer care. No further information could be gathered.